Event description:
Customer reported that the tip of the burr broke off into the patient's joint and they were unable to retrieve it. A second incision was made to find the piece. The broke piece was left in the patient. Materials management confirmed that a c-arm was used to locate the broken piece, but was unsuccessful. The surgeon aborted the case and will be rescheduling a second surgery to remove the bone spur with hopes of removing the broken burr tip as well. As of 9/25/07, it is unknown if surgery was performed.

Manufacturer narrative:
Device has not been returned for evaluation.